Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the left eye image was lost and error 45311 occurred. The customer was unable to clear the error. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reseat the endoscope with no resolve. The customer did not have a backup endoscope to troubleshoot with. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) called the customer site to further investigate the reported complaint. The fse confirmed with the customer that the endoscope had a repeated error 45311. After testing with another endoscope, the customer reported they did not have any further issue(s). The fse was able to resolve the issue via telephone. The system was tested and verified as ready for use. The endoscope was returned to isi for failure analysis (fa). Fa investigation confirmed but did not replicated the customer reported complaint, "screen display error 45311. Left video lost." After evaluating the instrument, fa noted the sensor board was cracked.